Event description:
I received the biomet comprehensive reverse shoulder implant as part of a right reverse total shoulder arthroplasty on (B)(6) 2013. After the implant, I have been unable to lift my right arm even to move a fork to my mouth. My current condition is worse than it was prior to receiving the surgery.